Event description:
The ge oec 2800 uroview fluoroscopy system had an issue where the images were jumping and imaging was not useable for procedure.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective ccd camera that was removed and replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.